Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. The customer continued to use the pump for insulin therapy.